Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. Sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv positive (reported to physician). Sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm. This discrepancy is not for sars-cov-2 but for rsv.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with no symptoms of covid-19. Sample-1 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv positive (reported to physician). Sample-2 was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed normal amplification-curves. Root cause is due to target near lod. There is no evidence of product malfunction and there was no reported patient harm. This discrepancy is not for sars-cov-2 but for rsv. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.